Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 11500a aortic valve, implanted in the tricuspid position, was explanted after an implant duration of 2 days due to "a leaflet did not close all the way, resulting in severe regurgitation". The device was replaced with a 25mm 11500a valve. The patient was in stable condition post procedure. Edwards sales specialist received response from the surgeon a week after the procedure. He informed the representative, they placed a 29mm inspiris valve in the tricuspid position. One of the three leaflets did not close all the way after implantation and resulted in severe tricuspid regurgitation. They needed to take the patient back to the or and downsized the device to a 25 valve that had better leaflet mobility. Yet, the 25mm valve resulted with significant regurgitation, which the team elected to accept given the severity of the patient's heart condition.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Suture looping may occur during a mitral valve replacement (on occasion aortic valve or valve in the tricuspid position) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction. Based on the information available, the most likely cause is procedural factors due to use error (suture looping). There is no allegation from the customer regarding the white material on the device. Based on the ft-ir analysis, the material is identified as rayon, it is most likely that the material originated from the operating room, possibly from sterile towels or sterile gauze. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3. H3: product evaluation: customer report that "a leaflet did not close all the way, resulting in severe regurgitation" was confirmed through observed suture loop. X-ray demonstrated wireform intact. Suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2, indicating that the suture was looped around commissure 2. As received, unknown white substance was found on both the inflow and outflow surfaces of leaflets 2 and 3 around commissure 3. Thrombotic-like material was also observed on the outflow surface of leaflet 3. Other evaluation: unknown white contaminant was sent to chemistry lab for analysis. The sample shares similar infrared spectrum characteristics with the material rayon with a match value of 82.75. H11: corrected data: h6 (device code(s), type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Attempts to retrieve additional information were unsuccessful.